Event description:
Staff reported that during the procedure, the surgeon wanted to use the weck automatic hem-o-lock applier. After successfully firing twice, the device stopped working, and it would not fire at all. The device was removed from the field and saved for clinical engineering. A new device was used and the procedure was completed as planned without harm to the patient. Upon reviewing the device, it was noted that a clip was lodged in the distal end of the instrument, and would not release, nor would the handles depress. A photo is attached to this report and the device will be returned for failure analysis. Per site reporter: the rep has been notified and this will be returned for failure analysis.